Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found smoke coming out of the device. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a substance ingress, electrical surge or a failing component. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during preoperative inspection, it was noticed that smoke came out of the camera control unit. No surgical delay was reported. There was no patient involvement.